Event description:
Philips received a complaint from the customer on the v60 indicating that the device is unable to deliver air. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the blower was bad. The pse replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line (B)(4). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).